Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis. The customer¿s blood glucose level was 363 mg/dl at the time of incident. The customer¿s current blood glucose level was 272 mg/dl. The customer was treated with manual injection. The customer did not allege that the insulin pump was under delivering. The infusion test had bent cannula. The insulin pump passed the high pressure test. Troubleshooting was performed and the insulin pump will not be returned for the analysis.